Event description:
It was reported a t2 non deployment. There was no significant delay and no patient injuries reported. No backup device available.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
Additional information.

Event description:
It was reported a t2 non deployment. There was no significant delay and no patient injuries reported. Procedure completed successfully with a backup device.